Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported that when met with the rep and doctor previously regarding the settings not available issue they "put a whole new one in."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the reason for call was the patient wanted to know how to reach out to their representative to adjust their therapy. Patient added since 2024, they have been receiving an error message on their controller that says settings not available whenever they try to adjust their settings. Patient stated that they can charge their implant but they cannot change any of their programming any longer. The patient was redirected to their healthcare provider to further address the issue . No symptoms were reported. Pt called back reporting they were still seeing the settings not available message and have not heard from a rep yet. Their doctor redirected them to connect with a rep on their own. Patient services sent an email to the field to make them aware of the patient's request. Additional information was received from a manufacturer representative (rep). It was reported that the patient has an appointment set for (B)(6) 2025 at 8am. All other info in unknown at this time and will be discussed on (B)(6) 2025 at the appointment. The patient is aware and okay with plan. All information was obtained bypatient. Additional information was received from the manufacturer representative (rep). It was reported that there were high impedances. Electrode 8: 40,000 electrode 11:40,000. Pt was unable to increase stimulation.they were able to program around impedance issue to give patient full pain area coverage. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.